Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the product was oxidized. The email contains 60 products, so will be registered 6 complaints complaint 1 of 6: products: cod / lot: 244000536 so2027277; 244000538 so2025249; 244000539 so2027968; 244000540 so2027906; 244000541 so2027615; 244000542 so2015969; 244000543 so2022144; 244000544 so2025267; 244000545 so2021915; 244000546 so2027921.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.